Manufacturer narrative:
This report is for an unknown construct plate/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: del piñal, f. Et al (2014), arthroscopic reduction of comminuted intra-articular distal radius fractures with diaphyseal-metaphyseal comminution, the journal of hand surgery, vol. 39 (5), pages 835-843, (spain). The aim of this study is to detail the surgical technique and to present clinical and radiological outcomes with a minimum of 1-year follow-up in a small group of patients with intra-articular fracture and a high degree of diaphyseal-metaphyseal comminution. Between 2009 to 2012, a total of 4 patients (3 male and 1 female) with an average age of 45 years (range, 31-61 y) were treated using the stable reference fragment technique. Surgery was performed using an ao plate in 2 male patients for concomitant bone fixation. The mean follow-up was 3 years (range, 1-4 years). The following complications were reported as follows: patient 1: a (B)(6) year-old male patient showed moderate osteoarthritic changes on radiographs at 3 years. This report is for an unknown synthes plate/screws constructs. This is report 1 of 1 for (B)(4).